Event description:
It was reported that the patient started experiencing mechanical issues some time in the last six months with a 2 piece inflatable penile prosthesis (app). A replacement surgery was performed in which fluid leak was noted on the left cylinder of app, and a spectra penile prosthesis (spp) was implanted. It was stated that the desired result was achieved and no further surgery was necessary. No more information available at the moment. Should additional information become available, it will be provided.